Manufacturer narrative:
Clinical review: based on the available information, the source for the pt¿s staphylococcus epidermis peritonitis may have been related to a breach in aseptic technique during pd treatment. Staphylococcus epidermis is a known colonizer of human skin which supporting a breach in aseptic technique as a causal factor. However, it was also reported (on (B)(6) 2018) the pt. Experienced a fluid leak during ccpd treatment. Due to the potential for breach in aseptic technique with the reported fluid leak, a possible causal relationship between the liberty select cycler/ liberty cycler set can not be fully ruled out. Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up for a separate customer experience, it was reported this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) observed cloudy pd effluent during set up of ccpd treatment on approximately (B)(6) 2018. Subsequently on (B)(6) 2018, the patient¿s pd effluent was cultured which yielded growth of the organism staphylococcus epidermis and the patient was diagnosed with peritonitis. The patient. Was treated on an outpatient basis with the antibiotics vancomycin (unknown dose, route, frequency and duration) and levaquin (unknown dose, route, frequency and duration). Per the patient¿s pd nurse, the pt. Did experience a fluid leak (on (B)(6) 2018) during ccpd treatment. (See medwatch submission number 2937457-2018-01672) however, it was reported the patient was not using aseptic technique when performing pd treatment which was felt to be the cause of the patient¿s peritonitis event.